Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented via a merlin@home transmission on a stored electrogram showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing periods. Programming changes were discussed with the health care provider, but were not made at the time of the call pending a discussion with the patient¿s following physician. No further information was available.